Manufacturer narrative:
Evaluation summary: the product was returned for analysis and the reported damage was observed. Additional observations were as follows: iol returned positioned incorrectly in the iol case. A significant amount of solution is dried on both surfaces of the optic and haptics. The optic is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint - "doctor observed a scratch on the lens". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed optic damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A materials manager reported that during an intraocular lens (iol) implant procedure, the "doctor observed a scratch on the lens". There was no patient contact and the procedure was completed. Additional information has been requested.